Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, a flat crease, voids in the gel observed after autoclave cycle and overweight (even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process). Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown. Device remains implanted.